Manufacturer narrative:
Common device: niu stent, superficial femoral artery, drug-eluting.

Event description:
According to the initial reporter "the stent was implant and looked great upon implantation. Today, the patient was brought back in for the stent to placed in the other leg. However, image review the stent that was already placed ((B)(6) 2022) had completely separated into two pieces." The separated stent is being left in the patient at this point. The physician will be performing an ultrasound (to confirm flow / and possible 'bridging stent' placement - to ensure flow) to decide the best form of subsequent action. Per phone conversation with the cook representative on (B)(6) 2022: the patient's leg was bent when the stent was deployed.